Manufacturer narrative:
The following fields were updated with corrections: g.4. Date received by manufacturer: (B)(6) 2020.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set cannula broke off. The following information was provided by the initial reporter: "we use this device to collect patients with difficult veins and children. During the use of this product, it was broken at the time of collection, the two joints broke, the part that joins the device to the needle adapter (hub) and the part that joins the patient's vein. Report of discomfort to the patient."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided by the customer for investigation. Upon review of the photo, it is unable to be determined the exact type of failure mode described by the customer as the photo does not show the described failure mode. Furthermore, a physical sample would be needed for further investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set cannula broke off. The following information was provided by the initial reporter: "we use this device to collect patients with difficult veins and children. During the use of this product, it was broken at the time of collection, the two joints broke, the part that joins the device to the needle adapter (hub) and the part that joins the patient's vein. Report of discomfort to the patient.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set cannula broke off. The following information was provided by the initial reporter: "we use this device to collect patients with difficult veins and children. During the use of this product, it was broken at the time of collection, the two joints broke, the part that joins the device to the needle adapter (hub) and the part that joins the patient's vein. Report of discomfort to the patient."